Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation the battery board was contaminated. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated battery board. The patient received a replacement battery charger/modem.

Event description:
Download data from a (B)(6) old female patient revealed several battery charger fault flags. Zoll customer support contacted the patient to troubleshoot. The patent was issued a replacement battery charger/modem.